Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in the incident, it was determined that the drawer had failed to open and required maintenance. The field service engineer (fse) found that half height main drawer 5.1 was unable to open. The back panel was removed, and all lights were properly lit on the controller boards. All connections were reseated, and the device was rebooted, but the issue remained unresolved. A different module controller board and drawer controller board were tested, yet the issue persisted. All functionalities were working properly in the hardware test application (hta), except the drawer could not be released from hta. Upon further inspection of the components, it was discovered that the solenoid wire was cut. The fse replaced solenoid and rebooted device to resolve. All functionalities were confirmed to be working properly. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer 5.1 was failed to open and required maintenance. The customer reported that there was a delay in the dispensing of medication. There were no adverse events or injuries reported based on this event.